Event description:
A peritoneal dialysis (pd) patient experienced "four to five" peritoneal inflammation events. The cause of the events was unknown. Patient hospitalization and patient outcomes were not reported. The patient was treated with unspecified medication (intraperitoneal) for the event. Pd therapy was ongoing. The reporter declined to provide additional information.

Manufacturer narrative:
B3: the events occurred on an unreported dates "since" (B)(6) 2008. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.